Event description:
During a preventive maintenance, the co rep observed that the unit's help and up arrow keys intermittently failed to function. In addition, the battery run time was less than one hour and there was a "poor connection" at the ac line cord.